Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The product was not returned to abbott vascular for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that during advancement toward the lesion the device met resistance with the 90% stenosed, heavily calcified, mildly tortuous anatomy causing the reported resistance during advancement and compromising the balloon resulting in the balloon ruptured during the first inflation. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a de novo, 90% stenosed, heavily calcified, concentric lesion in the mildly tortuous proximal left anterior descending coronary artery. A non-abbott guide wire crossed the lesion and a non-abbott balloon dilatation catheter was used to pre-dilate the lesion. Additional dilatation was attempted with the 3.5x8 mm nc trek bdc; however, the bdc met resistance during advancement and ruptured during the first inflation at 14 atmospheres. The bdc was removed without resistance from the patient anatomy and a non-abbott bdc was used to continue dilatation. A xience sierra stent was deployed to complete the procedure. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.